Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage on the keypad trace. The insulin pump passed rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement test. No unexpected excessive no delivery alarm. The insulin pump had minor scratched lcd window, cracked case near the display window corners, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
Customer reported via phone call of keypad issues with their insulin pump. The customer states the keypad is sometimes unresponsive. The patients' blood glucose level was unknown. Troubleshoot was conducted. Customer wad advised to discontinue use of pump, and that the pump would need to be replaced and returned for analysis.